Manufacturer narrative:
Received the device model number, the patient's baseline and post intervention nih stroke scale. Baseline nihss was 18. Post intervention, the nihss was 6. At 7 day assessment and at discharge, the mrs was 1.

Event description:
Stratis subject (B)(6)/ medtronic (covidien) received information through clinical trial data review that the patient had a right middle cerebral artery (mca) occlusion that took several attempts to reopen. Tici 2b was achieved after retrievals and vasospasm was noted in the carotid. The vasospasm was treated with nitoglycerin. No other complications were reported.

Manufacturer narrative:
The device was not returned for analysis as it was discarded. The lot history record was not conducted as the lot number was not provided. Attempts were made to obtain the information, however, without success. (B)(4).